Manufacturer narrative:
The cause of the patient's alleged injury cannot be determined at this time. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol 3dmax (device #3). Additional emdr were submitted to represent the bard/davol perfix plug (device #1 and device #2). Should additional information be provided a supplemental emdr will be submitted. Note: no sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #3). The patient is making a claim for an adverse patient outcome against the two (2) bard/davol perfix plug (device #1 and device #2) and the bard/davol 3dmax (device #3). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿